Event description:
Event description boston scientific (formally guidant corp) received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. A disk was returned but was not readable. Subsequently, boston scientific received information that the device was explanted and replaced without incident.